Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads exhibited noise. This noise was causing oversensing and inhibition on a dependent patient. Both leads were extracted and replaced with a left bundle system. The patient is in stable condition.